Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this event and the failure analysis investigation was completed. Failure analysis investigations did not replicate or confirm the customer-reported complaint. The instrument was inspected and found to have no broken or missing components at the distal end. The instrument was installed and removed from the in-house system and through the in-house cannula with no issues. Additional observation(s) not reported by site were identified. The instrument was found to have a cracked clamping pulley. As a result, the instrument's grip cable became loose. The root cause of this failure is typically attributed to mishandling. The instrument was found to have a loose grip cable at the distal end. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.252¿ - 0.065" in length and were not aligned with the tube axis. Scratches or abrasions to the main tube of instruments are deemed cosmetic damage. Common causes of the failure mode of scratch marks /abrasions on the instrument main tube are typically attributed to mishandling. The probable root cause of these scratches or abrasions is attributed to damage during use, which can result from instrument collisions, abrasive instrument cleaning, instrument cleaning inside the body, or normal wear over time due to friction against the cannula. An isi failure analysis engineer performed an image review, and the following additional information was provided: "it looks like the instrument¿s proximal clevis has been dislodged from its normal position on the main tube and the main tube is broken. There does not appear to be any pins dislodged/missing/loose and no potential fragments".

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the fenestrated bipolar forceps broke, and the surgeon was unable to remove the instrument through the trocar. The customer had to remove the trocar along with the fenestrated bipolar forceps. The trocar was checked at the end of the operation, and the "tester" remained stuck in it. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the fenestrated bipolar forceps was inspected prior to use and there was no visual anomaly identified. The fenestrated bipolar forceps was stuck inside the patient and would not straighten. There was a delay of only ten minutes. The tester was likely damaged during the instrument removal. There was no increase in port incision to remove the instrument and cannula. There were no instrument collisions. Images of the instrument are available for review.